Manufacturer narrative:
(B)(4). Date of initial report : 11/13/2015. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during the procedure the jaws were unable to be re-opened while applied to tissue. The device was removed manually from the tissue. There was no patient injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2015. Date of follow-up report: (B)(6)2015. One used lf1537 devices were received for evaluation. Visual inspection found the tips had a bleached white appearance as if the device was reprocessed. The customer reported that the jaws could not be opened. The reported condition was confirmed. The latch on the device was broken causing the handle latch to lock up. The investigation found the latch did not function properly and the latch could not be retracted or released to open and close the jaws. The device was disassembled and the investigation found the latch tines inside the handle body were broken and no compression force was possible. The investigation identified the root cause of the reported event to be attributed to the user improperly cleaning the instrument. The IFU warns, this product is designed as a single use device. It has only been evaluated in testing to simulate single use conditions. Subjecting the product to reprocessing or multiple uses could potentially impact the structure and components of the device.